Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-dilation balloon aortic valvuloplasty (bav) was performed. Upon 80% deployment, the valve was positioned at 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following release, the valve dislodged to -2 mm on the ncc and 2 mm on the lcc. Subsequently, a second transcatheter bioprosthetic valve was implanted in a deeper position. No adverse patient effects were reported.